Manufacturer narrative:
H10: most likely underlying root cause changed from "mlc-62: user had poor technique" to "mlc-18: user has high glucose value."

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file. Adverse event report is being submitted due to symptoms related to diabetes - frequent urination, excessive thirst, and feeling tired.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of frequent urination, excessive thirst and feeling tired. Medical attention is not reported as a result. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.